Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. The amount that the cartridge had been filled with was not provided. There was no patient involvement, as the pump was being used for demonstration purposes only. A new cartridge was loaded onto the pump resolving the alarm.